Event description:
Customer called lfs on 6/02 alleging the meter was prompting both error 5 and error 2 messages. These were occurring at different times both of which did not allow customer to complete a blood test on the meter and was symptomatic with symptoms of excessive thirst, shakiness and nausea. Issues with the meter were not resolved, but customer has a backup meter to use. Meter has been replaced for customer.